Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including pt information and pt status, from the hospital, field contact or distributor. H6- result: product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood in the guide wire lumen. There was contrast visible in the inflation lumen and on the shaft. The stent was not stationary on the balloon, but was loose, with the proximal end of the stent located 2 mm proximal to the proximal balloon seal. The entire length of the stent 6 mm distal to the proximal end of the stent was stretched for a length of 3.5 cm. There was no other damage to the stent noted. The balloon was tightly folded. The crimp marks on the balloon were not between the markers, but were 1 mm proximal to both balloon markers. The guide wire lumen was bunched at the distal end of the distal balloon marker for a length of 2 mm. There were kinks in the shaft 11.5 cm, 8 mm and 1 mm proximal to the proximal balloon seal. There were bends the entire length of the hypotube. There was no other damage to the catheter noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent was loose when the device was removed from the hoop. Quality assurance analysis found blood visible in the guide wire lumen and contrast visible in the inflation lumen, which suggests that the device had been used. The lab analysis did confirm that the stent was loose and there was extensive stretching and damage to the distal end of the stent. There were crimp marks present on the balloon indicating that the stent was securely positioned at the time of manufacture; however, the crimp marks were not between the balloon markers because it was noted that the guide wire lumen was bunched at the distal end of the balloon for a length of 2 mm. The bunching of the guide wire lumen caused the balloon markers to shift and distance between them to be shortened, giving the appearance that the crimp marks extend past the balloon markers. The damage to the guide wire lumen is most consistent with encountering resistance or interaction with the guide wire. When resistance is encountered, if the stent delivery system continues to advance, this can lead to bunching and other damage to the lumen. There was also several bends in the shaft and the hypotube was twisted and bent. Some of this damage may have occurred during use, but most likely occurred from handling of the device during packaging for shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported device issue. Given the extensive damage to the stent, it appears that the stent encountered resistance or became caught on something during the procedure, possibly the anatomy or accessory devices. The damage to the stent seems to have been the likely cause of the stent becoming loose; however, due to the conflicting information in the case description with what was found in the analysis of the returned device, a conclusive root cause cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. The MDR is considered closed by the product performance group.